Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by abdominal pain, vomiting and cloudy bags. The cause of the peritonitis was reported by the patient to be related to bouts of diarrhea and possibly having the bacteria migrate through the urinary tract, but this could not be confirmed; therefore, the cause is unknown. Two days after onset of the peritonitis, the patient was hospitalized for the event. The patient was treated with intraperitoneal cefazolin (daily for two weeks, dose not reported) and other unspecified ip medications for the event. The patient was also treated with potassium and magnesium. The patient outcome was not reported. The patient was discharged eight days after admission. Dianeal therapy was ongoing. No additional information is available.